Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose displayed "high" with high ketones and customer subsequently went into diabetic ketoacidosis (dka). Dka was addressed via manual insulin injection. Customer changed pump supplies to address the issue and resumed insulin delivery.